Manufacturer narrative:
Device not returned at this time. Evaluation will be conducted when received.

Event description:
Durning the procedure the device broke and pulled out of the bone when the surgeon placed tension on the knot. Vicryl was used to complete the repair. No impact to the patient was reported.

Manufacturer narrative:
The anchor system was returned for evaluation. Visual assessment of the anchor confirmed the complaint of breakage. Numerous threads on one side of the anchor have broken off. The broken pieces were not returned for evaluation. The suture knot is within the anchor. It appears that when tensioning the suture it passed through the soft tissue entering the anchor which resulted in the breakage and the anchor being pulled free from the insertion site. Per the device IFU under precautions¿ bone quality must be adequate to allow proper placement of the suture anchor. Inadequate bone quality could result in loss of fixation or pullout of the suture anchor¿. User error could not be ruled out.